Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter obtained blood glucose values of 202 and 192 mg/dl on a lifescan meter and readings of 196 and 122mg/dl on another meter this complaint is being reported for the following reason: based on statistical methodology, the variation between the two results exceeds the maximum acceptable value of 20% variance between readings taken on the same meter within 20 minutes of each other. The reported results did not meet lifescan's acceptable precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.